Event description:
Pt admitted in 2007 for re-do triple CABG; discharged two days later. Pt returned to ed three days later with tachycardia and an elevated temp, and was admitted. The next day, cloudy, dark brown drainage was noted from the lower end of the sternal wound; purulent drainage was expressed when the wound was opened. The wound was cultured and the pt was started on antibiotics. Wound vac therapy was initiated three days later. Approximately 15 minutes following wound vac therapy three days later, in the afternoon, profuse bleeding was noted from the pt's chest wound. Pressure was applied, the pt quickly became unresponsive, a code was called, but the pt was unable to be resuscitated.